Manufacturer narrative:
The devices will not be returned as they were consumed in the patients. Base on the reported information there were not any device issue during the use. This is procedure related event. Related mdrs for this event: 2029214-2019-00038, 2029214-2019-00039. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that at the completion of the onyx embolization, the marathon catheter tip was reported to have broken when the catheter was retrieved. The patient was treated for a cerebral arteriovenous fistula. The patient was reported to be asymptomatic. The anatomy was moderate in tortuosity.